Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. The received cycler was turned on a damaged electronic odor was observed. The cycler¿ display brightness setting was set to the highest value, however the display was dim. An internal inspection of the cycler determined the source of the odor to be the inverter board. The inverter board supplies the dc voltage which illuminates the lcd display. The faulty unit was addressed during the manufacturing refurbishment process. The device was subjected to a simulated treatment test which was completed without any failures or alarms. There were no discrepancies encountered in the internal inspection of the device. The voltage check passed. An investigation of the device history records (DHR) was conducted by the manufacturer. The voltage test passed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint. The reported customer complaint of display issue was confirmed.

Event description:
A peritoneal dialysis (pd) patient reported burning smell coming from the cycler. The patient stated the event occurred while in setup and they were not connected to the cycler. The cycler was reported to have turned off and when the patient attempted to turn it on, they noticed the burning smell. The patient was advised to discontinue use of their cycler. Upon follow up with the patient¿s nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. During the manufacturer evaluation the cycler's display inverter board was found to have thermal damage.